Manufacturer narrative:
(B)(4). Field service specialist (fss) visited account after the event and did autocorrelation and optimized laser pulse width. Gelled the laser with the surgeon current settings before and after the optimization and the melting was 0% before and it was almost 60% to 70% after. For 110 micron flaps setting, flaps were measured within specs. (B)(4) visited site and verify system settings prior to cases on (B)(6) 2016 and found multiple error codes and fluctuation of gel and no cases were performed on (B)(6) 2016. Scheduled fss to come prior next surgery day of (B)(6) 2016. On (B)(6) 2016 fss and (B)(4) visited energy settings and gelled laser. Surgeon had 5 patients (10 eyes) completed with intralase and excimer and was highly satisfied with the performance of the laser. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had a flap tear in right eye after intralase procedure. Excimer ablation was not completed. Surgeon's plan is to perform photorefractive keratectomy after 3 months. No bandage contact lens (bcl) was used. Patient's pre-op manifest refraction (mr): right: -4.25 -0.25 x 006 20/20-1; left: -4.50 -0.75 x 145 20/20-1. Post-op mr (5 days post-incident): right: -4.25 -0.75 x 025 20/20; left: -4.25 -0.75 x 146 20/25.